Manufacturer narrative:
The investigation of pump did not start has been completed. Impella 5.5 was returned for evaluation. Pump did not start: upon visual inspection, no visual abnormalities were observed. No biomaterial or pump damage was observed. Pump passed electrical testing. Pump was connected to console and was able to run without issue for approximately 20 minutes. Data logs were reviewed and pump was connected to console for approximately 1 minute before disconnecting then reconnecting to console. When the pump was re-connected and inserted into the patient, the pump was attempted to be started approximately 4 times with an immediate motor current spike and "impella stopped - motor current high" alarm was triggered each time. Clinical details noted that once the pump was placed in a good position in the left ventricle (lv), a motor current high alarm was noted and the pump was unable to start. The root cause of the pump not starting could not be definitively determined as limited clinical details were provided and pump stop was unable to be reproduced with returned product.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist for use during cardiogenic shock. Section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, after the pump was in the left ventricle, the pump was started. The motor current was high, and the pump stopped and was unable to restart. The implant was aborted and there was no patient harm.